Manufacturer narrative:
Product event summary # (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.

Event description:
It was reported that the patient had been hearing an alert sound for several days. The physician reviewed the carelink transmission and no alert condition was noted. The physician is unsure what alert tone was heard. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).